Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of - 5.00/6.0/161 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2024. The patient experienced low vault without rotation. Lens remains implanted. Problem resolved, check up within 6 months.